Manufacturer narrative:
Customer retested the pretransfusion samples and reactivity was oberved with vss129. Units transfused were positive for the corresponding antibodies. Ortho-clinical diagnostics (ocd) qa performed retain testing of vss129 to confirm the reactivity of the c, -e, -s and -k antigens. Results were satisfactory. The potential malfunction of the device was not confirmed.